Manufacturer narrative:
The reported event of noise was not confirmed. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for implant procedure for an insertable cardiac monitor (icm). Upon implant, it was noted that there was noise being sensed by the device. Therefore, the physician elected to replace the device with another that had normal function. The patient was in stable condition.